Event description:
Paramedics had connected the device to a pt diagnosed as asystolic. Reportedly at some time during use, the pt's ECG was displayed as an artifact. The pt was not resuscitated. The reporter indicated the pt outcome was not the result of the reporter, but due to lack of viability.